Manufacturer narrative:
Based on the reported information and evaluation of the returned product, the findings were as follows: the returned unit was received with the base handle out of adjustment. The transitional still moved after the unit was locked down. The 6 inch transitional teeth were a little worn but were still functional. The adjustment wrench was broken. The shock cushion was worn. All other components were functional. General maintenance and cleaning were required. With the base handle being out of adjustment with the transitional moving, there could be the potential for slips on the rods without warning. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
On (B)(6) 2011, it was reported that the mayfield head frame lock was loose. There was no patient contact or patient injury. No other information was provided at the time, hence the complaint was initially deemed non-reportable. However, based on integra's evaluation and investigative findings of the returned device on (B)(4) 2011, the complaint was then deemed reportable.